Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date (12/17/2007 to 03/17/2008) showed no previous events of this type for this system. In this case, the territory manager instructed the site to re-boot the laser and this brought back normal eye tracker function. The event did not re-occur for the surgery day. The smi eye tracker assembly was replaced, as a preventative measure, and a system verification was performed successfully. Conclusion: the root cause of this event was component related, specifically the smi eye tracker assembly. No further corrective and preventive action is warranted at this time. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: eye tracker failure. A user facility reported an eye tracker failure noted prior to the start of the procedure. The tracker did not recognize the pupil. The site was instructed to re-boot the system and then they were able to start and complete the procedure without further difficulties. The pt's outcome was not affected. The event did not re-occur for the surgery day. The smi eye tracker assembly was replaced, as a preventative measure, and a system verification was performed successfully.